Manufacturer narrative:
Section b5: previous gastrointestinal (gi) bleeding events are addressed under MFR # 2916596-2018-02590, MFR # 2916596-2017-02459, and MFR # 2916596-2017-02460. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report # 3601800000-2020-8054 was received on 15may2020. No additional information was reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented with the third gastrointestinal bleeding event post lvad implant in the setting of international normalized ratio (inr) 2.1 and no aspirin therapy. Hemoglobin was 5.2 on admission. Six units of blood were transfused over the course of the hospitalization. Esophagogastroduodenoscopy (egd) was performed but no bleeding source was identified. Heparin to coumadin bridge completed.